Event description:
The subject device was used during an open hepatic surgery. The ptfe pad of the device was separated when the user made an incision on hepatic parenchyma. Although the user exchanged it with another tb-0520ic and continued the procedure, the ptfe pad of the second device was also separated when the user made an incision on hepatic parenchyma. This MDR is regarding one of the two broken devices, but it cannot be specified which one is the subject device. The procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The tip of the probe and the jaw had contact marks against each other. The evaluation confirmed that the ptfe pad of the device wore and was partially separated. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad wore and separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the pad worn occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact between the probe and the jaw. Because the user kept outputting in its state the contact marks were made. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is one of the two reports. Cross reference MFR. Report number 8010047-2015-00099.